Event description:
Medtronic received a report that the patient experienced a momentary loss of vision (~80%) in the left eye on (B)(6)2023. Before that, occasional visual disturbances for a year. Diagnostic tests were done in another hospital with normal findings. The patient was treated with medication. The outcome was recovered/resolved on (B)(6)2023. The event was possibly related to the disease under study. The site assessed as possibly related to the antiplatelet medication, study device, and procedure, and not related to the ancillary device. The patient was undergoing surgery for treatment of a saccular, sidewall aneurysm of the left internal carotid artery (c6) with a max diameter of 7.2mm and a 5.4mm neck diameter. Aneurysm dome height was 5.3mm and width was 7.2mm. Parent artery diameter distal to aneurysm was 3.7mm and proximal to aneurysm was 4.7mm. There was no stasis at the end of the procedure. Complete neck coverage was achieved at the end of the procedure. (B)(6) at the end of the procedure was class 3.the device was successfully implanted with wall apposition achieved. The ophthalmic and posterior communicating artery side branches were covered by the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a patient outcome date of (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that updated the patient had occasional visual disturbances and pain since (B)(6) 2023.